Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the failed hardware icon on the main cabinet, however, there was no hardware available for recovery. A field service engineer (fse) reseated all cables connecting the main tower, auxiliary unit, and tower, but the alarm persisted after logging back in. The fse then temporarily changed the internet protocol (ip) address of the communication sled, logged in, and found that the tower and helmer refrigerator were disconnected. After logging out, the ip settings were restored to their original configuration, and upon logging back in, all alarms were cleared. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 2 had failed. The customer rebooted the station and attempted to perform a recovery; however, no recovery option was available, and the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.